Event description:
Laparoscopic - "during procedure while surgeon was attempting to apply clip to cystic duct and artery, the clip applier trigger would stick when squeezed all the way back to plastic handle. Clip closure was achieved and the surgeon had to use two hands to separate the trigger from the handle. He stated he often has this problem when using the clip applier. He was holding the clip applier correctly. After the case, the representative fired three clips from the applier with no problems or sticking issues." Patient status: fine.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.